Event description:
During decontamination of instrument after laparoscopy and salpingectomy, central supply tech noticed the needle tip was missing from the aspiration needle. Abdominal x-ray showed tip in abdomen. This is a one piece instrument, and the tip is not removable. The pt had to be returned to the operating room for a pelviscopy and removal of the foreign body.